Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
Customer reported via a medwatch report that a pt was burned with a return pad.